Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge had been filled with 300 units of cold insulin, and remained static at 105 units. The customer's blood glucose level was 100 mg/dl. Recommendation was made by tandem technical support to use room temperature insulin per labeling instructions. The customer understood the information.